Event description:
Extra strength icy hot. Put on and 5 minutes later the area where I applied the icy hot was bright red and burned like fire. I googled icy hot to check on reactions and found the recall. I immediately washed off the icy hot the best I could. Dose or amount: applied liberally, frequency: once. Dates of use: 2008. Diagnosis or reason for use: shoulder pain. Event abated after use stopped or dose reduced? Yes.